Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient noticed that the program for his right side is not working. It's unknown if any factors may have led to this. The rep will be seeing the patient on (B)(6) to check impedances. Additional information received from a manufacturer representative (rep). It was reported that an impedance check showed contacts 8-15 were out of range. A lead revision was scheduled for (B)(6) 2020. No further complications were reported.